Event description:
It was reported that clipper blade was missing one of the teeth and blade. Verbatim: I am working with director of surgical services to obtain more details and see about getting the sample. Apparently, one of our clipper blades was missing one of the teeth on the blade. This led to patient harm per the cp manager. I have not seen the product or talked with a clinician who leads the department. I talked to her briefly on the morning of 10 december, she asked that I call her back later in the day, at 9:30am. I called back and left a message at that time. I will visit the account monday morning.

Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4). A sample was received for evaluation. Visual examination of the clipper handle was completed and found this was caused by physical damage. It is assumed that the fixed blade was broken by dropping on the floor or hitting it against a hard surface. A production record review was completed for batch/lot 0521 and no non conformances were identified during the pre-shipping inspection of this lot during manufacturing. No further action is required. This failure will continue to be tracked and trended.